Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: left unknown mentor gel implant. (B)(4).

Event description:
It was reported that a (B)(6) -year-old female patient underwent a breast reconstruction revision with unknown mentor gel breast implants which the right side showed issue with capsular contracture baker grade iii after implantation. As a result, patient underwent removal and replacement on (B)(6) 2016.